Manufacturer narrative:
Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that patient who had an tka, inquired about compensation due to the knee packaging defect recall. No further information.